Event description:
It was reported that a revision surgery was performed on (B)(6) 2014 due to a non-union/delayed healing, the event occurred post lateral entry femoral nail procedure. A nail and all hardware was removed. The most distal locking screw was broken, which required making a small incision to retrieve the broken piece, the patient was reamed. A 13mmx360 lateral entry femoral nail (lefn) was inserted, one recon screw, one locking screw proximal and two distal locking screws. Additionally, the non-union site was cleaned and a large frag 9 hole locking compression plate (lcp) plate was added with six 14mm unicortical locking screws. Sixty 60cc of cancellous bone chips and bone morphogenetic proteins (bmp) were added as well. The surgery was completed successfully. There was an additional 15 mins added to the surgery to remove the broken screw, the time delay was reported to be anticipated. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date reported only as 2013. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.